Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found. A review of the ipg diagnostic data found no evidence of a device issue related to the nature of the complaint.

Event description:
It was reported to nevro that a patient who has a history of seizures may have experienced an increase in the number of seizures since permanent implant. The treating neurologist does not believe the device is causing her seizures and has adjusted medications. The patient continues to use therapy to treat her chronic pain.